Manufacturer narrative:
The pump was received with all operating currents within specification and passed the functional testing, including the rewind, unexpected restart, basic occlusion, occlusion, prime, excessive no delivery and displacement tests. The pump was received with minor scratches on the lcd window, cracked battery tube threads and a cracked reservoir tube lip.

Event description:
It was reported that the customer's blood glucose was 500 mg/dl, which was being treated with injections. It was stated that the patient's basal rate was increased to 160% but the high blood glucose persisted. The patient's symptoms were high ketones and constant thirst. Troubleshooting was performed. The drive support cap appeared normal. No air bubbles were found. Insulin did exit the tubing during a manual prime and no leaks were found. It was unknown whether the settings were correct. The bolus history was accurate. The high pressure test was performed and passed. The infusion set cannula was not bent. It was found that the customer did not push insulin through the tubing with a plunger before placing the reservoir in the insulin pump. She was instructed on proper technique. It was advised to change the entire set, reservoir and insulin. It was stated that the patient was very thin and angle options for infusion set insertion.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).